Event description:
The company received a copy of a medwatch form from hospital indicating that 1-2mm of a laser fiber broke off during a procedure. The laser used was not manufactured by biolitec. Follow up with the hospital indicated no problems with the patient.